Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable neurostimulator (ins) never worked and never had much satisfaction from it. The patient was advised not to get an MRI because this device is defective. The device has a short circuit in it. The caller went on to say that the "device screwed up his life" and hers because "it was defective when they put it in his brain." The patient was redirected to their healthcare provider (hcp) and they claimed to have already reached out to the hcp.